Event description:
Customer reportedly received results of 350 mg/dl and 169 md/dl within 10 minutes on the advantage system. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.